Manufacturer narrative:
The report states: patient was revised due to sepsis. Doi: unk; dor: (B)(6) 2010 (side unk). Examination of the reported devices was not possible as they were not returned to depuy. A search of the complaints databases and/or review of device history records and sterilization certificates was not possible as the product and lot code combinations were not provided. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patients surgery dates were identified. The acetabular cup was implanted on (B)(6) 2007 and the femoral head was implanted on (B)(6) 2009. Based on this additional information, depuy no longer considers this a reportable event. The complaint is still closed. There was no new information received that would change the outcome of the investigation.

Event description:
Patient was revised due to sepsis.